Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed loss of ventricular capture exhibited by the implantable cardioverter defibrillator (ICD). It was later revealed that the patient expired due to unknown cause. The death was reported without clear information as to whether the death was device related.